Manufacturer narrative:
Product analysis: the patient cable was found have an open negative connection and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-17, the patient cable was returned as an associated product, and subsequently tested out of specification. There was no patient involvement.